Manufacturer narrative:
B3: the peritonitis event had occurred three times on unreported dates in the first half of 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three episodes of peritonitis. The cause of peritonitis events was unknown. It was reported that "every time the patient has recovered from peritonitis and left the hospital, the patient experienced peritonitis again after ten days". The patient was treated with unspecified medication (intraperitoneal) for the event. Pd therapy was ongoing. The reporter declined to provide additional information.